Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The junction box of the bed sparked, smoked and the end user thinks they saw a flame.

Manufacturer narrative:
Additional/updated information was added to reflect the junction box and foot section of the bed being returned to the manufacturer for evaluation, and subsequent testing verified the complaint of the junction box producing smoke. Per the expanded evaluation, when each function of the pendant was pressed individually, smoke emitted near the head motor connector. The most likely underlying cause was identified as the wires of the hand pendant were exposed causing a short circuit. The damaged wires were due to possible user misuse of the product. The complaint of the junction box sparking and having flames was not confirmed.

Event description:
The junction box of the bed sparked, smoked and the end user thinks they saw a flame.